Event description:
Customer reported the system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated a loose connector on the image processor. System operates as intended.